Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n072179008, implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2021 regarding a patient receiving baclofen (190mcg/ml at 63.23mcg/day) and dilaudid (1.5mg/ml at 0.4992mg/day) via an implanted infusion pump. It was reported that when the hcp did the patient's pump refill, the fluid level was supposed to be around 2ml but the hcp got 11.8ml out. When the patient left, they called 20-30 minutes later to say that their pump was alarming every 15 minutes. The hcp had run the logs before refilling and the only thing in the logs was from the patient's last pump replacement on (B)(6) 2020. It was noted that the time on the logs was different from the programmer. The hcp followed up with the patient who indicated that the pump was no longer alarming. The patient had covid-19 and declined coming back into the office because they didn't feel well enough. It was noted that the patient initially felt pretty good and their pain level was well, but when the hcp told the patient of the volume discrepancy the patient changed their mind and stated that they were feeling a decent amount of pain. The environmental/external/patient factors that may have led or contributed to the issue were unknown. It was unknown if the issue was resolved at the time of report. No surgical intervention occurred and it was unknown if intervention was planned as a result of this event.